Event description:
Rv lead exhibited varying impedances and an increase in thresholds. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).